Event description:
The manufacturer received information alleging a ventilator was alarming for low inspiratory pressure. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device's active exhalation control module was replaced to address the issue. In addition of the above evaluation, the device's m series pollen filter, 43-micron filter were replaced and the technician performed repair test, alarm check, battery check, run in tests and cleaning then confirmed the unit operated properly and software version was checked which was not related to the malfunction/issue.